Manufacturer narrative:
H3, h6: the device that was intended for use in treatment was returned for evaluation. The device was processed to scrap at receipt because the service notification indicated the device was a non-complaint. Smith and nephew could not establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the foot-pedal of a versajet ii stopped working properly. No procedure was being performed hence no patient was involved.